Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. The medical records did not include a hospital history and physical, discharge summary, progress notes, medication or treatment records or lab and diagnostic results for review. There is no documentation in the medical record that indicates the cause of pt's hyperglycemia. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and the pt's hyperglycemia.

Event description:
Pd pt was hospitalized for hyperglycemia and not hypoglycemia, as previously reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a pt was admitted to the hospital on (B)(6) 2015 for hypoglycemia. Per pdrn the pt resumed continuous cycler-assisted peritoneal dialysis (ccpd) treatments while hospitalized, thus no treatments were missed. The pt was discharged on (B)(6) 2015 and resumed peritoneal dialysis therapy without further issue. Medical records were requested.